Event description:
Caller reported a sensor error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by performing a pump reset with the guidance of technical support, and subsequently, the sensor session started successfully without reoccurrence of the initial error.